Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had displayable history crc check failed on startup error. The customer stated that insulin pump was able to clear alarm. The customer experienced low blood glucose. Customer¿s current blood glucose is 60 mg/dl. The customer treated with the food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.